Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating. The customer's blood glucose at the time of the incident was 121 mg/dl. The customer states the insulin pump was exposed to fluid and that it did not work. The customer also reported water inside the liquid-crystal display screen. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case and cracked case-corner of belt clip rails. Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.